Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. No confirmatory testing was reported. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: it was reported by the customer that they took 2 tests 5 min apart from each other one provided a positive result and the other a negative.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer took two¿ bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿scanwell app looked at the two lines and reported positive & multiple additional tests confirmed that they were negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. No confirmatory testing was reported. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: it was reported by the customer that they took 2 tests 5 min apart from each other one provided a positive result and the other a negative.